Event description:
It was reported that the patient was implanted with an implantable pulse generator (ipg) due to sinus arrest with a successful surgery. Following the implant of the ipg the patient was reported to not have been seen for any post-operative follow up and died suddenly. It was reported by the family that there was no pacing signal during resuscitation and suspect a failure of the pacemaker resulting in the death. The cause of death is not known and no further information is available.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. No further information has been obtained thus far that would/could disassociate the device and event. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).